Event description:
It was reported to philips that the host pc was unable to boot up, which would prevent the whole system from booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc had failed to boot up. Upon troubleshooting, fse found an issue with the host pc's power supply due to which the host pc failed to boot up. To resolve the issue, fse replaced the host pc. The defective host pc was returned to philips for failure analysis and the cause of the failure was found to be a psu (power supply unit). The psu was unable to boot and it was faulty. After replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.